Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guidewire tip detachment occurred. Vascular access was obtained via the left brachial artery. The target lesion was located in the left common iliac artery. Upon advancement of the 300cm v-18¿ control wire¿ guidewire from the aorta to the left common iliac artery, the guide wire tip was detached. The device fragment migrated to the deep right femoral artery and no intervention was made to remove it. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the wire was received inside the hoop and the wire presents the distal tip bent, as part of overall visual revision. The visual inspection was performed and the device presents: the distal tip detached 2.2cm approx; and the polymer coating is bent at 196.0cm approx. From the proximal end. All the outer diameter (od) measurements taken are according specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: the sample presented evidence of fatigue due to multidirectional cycling bending as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guidewire tip detachment occurred. Vascular access was obtained via the left brachial artery. The target lesion was located in the left common iliac artery. Upon advancement of the 300cm v-18 control wire guidewire from the aorta to the left common iliac artery, the guide wire tip was detached. The device fragment migrated to the deep right femoral artery and no intervention was made to remove it. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4).